Event description:
A pixel issue on the pump display was reported, making it difficult for the patient to see and interact with the screen. There was no adverse impact on the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, as the existing pump was under warranty. The customer was instructed on how to store and return the problematic pump using a pre-paid label. They acknowledged understanding and planned to continue using the current pump for insulin delivery until the replacement arrives.